Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 433 mg/dl at time of incident and the current blood glucose 202 mg/dl. The customer treated with syringe. The customer¿s blood glucose level was 147 mg/dl, 202 mg/dl, 329 mg/dl and sensor glucose was 90 mg/dl, 362 mg/dl, 202 mg/dl. The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 207 mg/dl and sensor glucose was 289 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 60 mg/dl and suspend on low limit in sensor settings was unknown. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump and sensor will not be returned for analysis.